Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer received information in relation to an everflo oxygen concentrator. The user alleges the device is oxygen concentration low and white dust in the device. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information in relation to an everflo oxygen concentrator. The user alleged the device oxygen concentration was low and white dust in the device. There was no report of serious or permanent harm or injury. The everflo device was returned to the service center. During the evaluation of the device at the service center, the device was inspected and found sieves were defective, flowmeter was cracked, mainfold contaminated. Therefore sieves, flowmeter, mainfold and inlet filter (due to preventive maintenance) got replaced. Device passed all test results. The low o2 complaint was because of the defective sieves, which explains also the white dust which was reported inside the device. The rest of the issues with the flowmeter and mainfold was observed during the evaluation phase. This notification was reviewed for information received that the device's oxygen concentration is low and white dust found in the device. No death. No serious harm or injury was reported. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.